Event description:
Customer advocacy received a copy of the customer's medwatch report which states, "patient was to get heparin infusion at 7.79 ml/hr for a dose of 12 mg/hr. The pump was set per the order entered into the computer by the pharmacist. The computer sets the pump through an interface called laware. 2 nurses confirmed that the reading on the pump matched the order on the computer screen. This was also confirmed m the ehr (electronic health records) via laware. The drip was started and 30 minutes later the nurse noticed that the bag was empty. The pump indicated that only 2.2 ml had infused when the entire 250 ml had infused. The patient had received 24,000 units of heparin and her ptt was >200. She required protamine infection and admission to ICU for observation until the coag studies normalized. Inspection of the pump by the clinical engineering department revealed that there was a broken sear (slide clamp) which allowed freeflow of medication as the sear cannot activate the IV set pinch falve assembly as designed. The pump did not alarm to indicate that it was running outside the set parameters and the reading on the display did not indicate there was an error." The dose/volume of the heparin bag was (B)(4) units/250ml. The event occurred in the emergency department.

Manufacturer narrative:
The customer¿s complaint of an infusion of 250ml had completed in only 30 minutes was not determined through log analysis. The customer did not return the devices to enable testing. At the customers reported incident date (B)(6) 2020 from 12:34 am to 12:37 am pump module s/n (B)(6) alarmed for flow stop open twice for an accumulative total of 52 seconds. On (B)(6) 2020 at 12:37 am the source pump module received a remote IV for im_continious for 7.7ml/h and a vtbi of 250ml and infusion was started. At 12:43 am the pump module alarmed for occluded patient side and the user restarted the infusion. Pvi at the time 0.6ml. At 01:15 am the pump module was channeled off. Pvi at the time 4.7ml. Physical inspection and testing of the device was not performed the customer declined to return the devices for investigation. Inspection of the source pump module by the customer revealed a broken door latch sear. A damaged or broken sear can lead to a false door open alarm after the door is fully latched, or to a failure to completely close the safety clamp slider when the door is opened. The cause of the customer reporting an infusion of 250ml had infused in only 30 minutes was determined by the customer to be the result of a broken door latch sear. The root cause of the broken door latch sear is unknown. H3 other text : log review only.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Race: white. Although requested, information on patient was not provided.

Event description:
Customer advocacy received a copy of the customer's medwatch report which states, "patient was to get heparin infusion at 7.79 ml/hr for a dose of 12 mg/hr. The pump was set per the order entered into the computer by the pharmacist. The computer sets the pump through an interface called laware. 2 nurses confirmed that the reading on the pump matched the order on the computer screen. This was also confirmed m the ehr (electronic health records) via laware. The drip was started and 30 minutes later the nurse noticed that the bag was empty. The pump indicated that only 2.2 ml had infused when the entire 250 ml had infused. The patient had received 24,000 units of heparin and her ptt was >200. She required protamine infection and admission to ICU for observation until the coag studies normalized. Inspection of the pump by the clinical engineering department revealed that there was a broken sear (slide clamp) which allowed freeflow of medication as the sear cannot activate the IV set pinch valve assembly as designed. The pump did not alarm to indicate that it was running outside the set parameters and the reading on the display did not indicate there was an error." The dose/volume of the heparin bag was 25,000 units/250ml. The event occurred in the emergency department.